Event description:
Additional information was received that the patient¿s diagnostics at times are low impedance. However, both session reports showed in the green (604 ohms and 645ohms).

Event description:
It was reported that the patient has high impedance. It was indicated that the patient only received a prophylactic generator replacement as high impedance was not seen in the operation room despite multiple interrogations at various positions. No additional relevant information has been received to date.